Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -03.00 diopter, into the patients right eye (od) on (B)(6) 2021. The lens was reported as excessive vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2021 and the problem was resolved. The patient is well. Claim # (B)(4).